Manufacturer narrative:
(B)(4).

Event description:
It was reported that a flogard infusion pump was "not working". Upon further investigation, the reported condition was confirmed as a 94 failure code. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Device evaluation: the reported condition of "not working" was confirmed during device evaluation as failure code 94. The assignable cause was identified as a defective main battery. The main battery was replaced to correct the reported condition. Should relevant additional information become available, a follow-up MDR will be submitted.